Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level over 1000 mg/dl and diabetic ketoacidosis; cause was not known. The customer reverted to an alternate method of insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.